Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. Customer¿s blood glucose level was 200 mg/dl before workout. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the low blood glucose with food. Customer stated that the sensor had some issue. The insulin pump was not returned for analysis.